Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 8atm. The device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.